Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative.

Event description:
A report was received that during patient's permanent implant procedure, the physician was not able to hook the lead to the ipg, thus the patient was not getting stimulation. X-ray was taken and confirmed that the tail of the lead was not connected to the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that during patient's permanent implant procedure, the physician was not able to hook the lead to the ipg, thus the patient was not getting stimulation. X-ray was taken and confirmed that the tail of the lead was not connected to the ipg. The patient will undergo a revision procedure.